Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated sometimes it seemed like their stimulation would turn off on its own and asked why that might be. Agent asked, patient did not remember when the first time they noticed this happened. Agent asked if their implant battery would be empty or low before they go to charge and patient said they would usually charge when the implant was at 30%, so it might have been low when that happened. Agent reviewed to try and charge before the implant gets too low and see if that helps, then follow up with healthcare provider if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.